Manufacturer narrative:
Initial reporter is a synthes sales representative part 03.100.107, lot 7030091: manufacturing site: (B)(4). Release to warehouse date: november 08, 2012. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the radiolucent pelvic retractor was broken. There was no patient or procedure involvement reported. This report is for a pelvic retractor. This is report 1 of 1 for (B)(4).